Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was undergoing ipg (implantable pulse generator) replacement with no-rechargeable type, as it was inoperable for approx a year. The ipg was not recharged and did not communicate with the external devices. It was reported the ipg was explanted, extensions were added and the ipg pocket was placed in the abdomen. The pt reported good paraesthesia coverage post-operatively.